Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted device. It was reported that when they plug a bug deterrent into the outlet it inferes with patient therapy and patient feels excruciating pain so they stop using the bug deterrent. Caller reported for a while they they play their surround system it interfere with patient therapy and patient feels tingling. Caller asked if a surround system would affect the implant. Agent reviewed information regarding emi from labeling. Agen reviewed therapy can be turned off to see if that helps and consult with their healthcare provider (hcp) if necessary.